Manufacturer narrative:
Date of event is unknown. The best estimate date is between (B)(6) 2021 and (B)(6) 2021. Telephone number: (B)(6). The device is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a synergy intraocular lens (iol) was explanted due to blurry vision at all distances. The customer indicated that lens had been discarded. Another johnson & johnson lens zxt150 diopter 20.5 (different model and higher diopter) was implanted as a replacement. There was no patient injury. No further information was provided.